Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a crack on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress such as hitting/dropping the distal end or chemical stress such as a chemical solution was used; however, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.